Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will insurance to seek meter compatible with his diagnosis. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved. He is no longer experiencing symptoms and no further medical attention is required at the time of call. Customer did go to the hospital on (B)(6) 2018. He was diagnosed with anemia. Customer was treated with lantus (bgr of 600mg/dl) and was prescribed b-12 and iron vitamins. He continued to get e-0 readings but will speak to insurance and distributor on obtaining a new that is compatible with his diagnosis.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst and frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states they are getting an e-0 once blood is absorbed and states they are anemic. Advised customer to speak with their distributor and insurance in order to see what other meters are available to them. Apologized to the customer for the inconvenience. Customer states he was not feeling well and will seek medical attention customer had hyperglycemic symptoms such as increased thirst and increase urination. Customer states he will go seek medical attention and go to his physician.